Manufacturer narrative:
Batch review performed on 24 january 2022. Lot 2006594: 140 items manufactured and released on 12-nov-2020. Expiration date: 2025-11-01. No anomalies found related to the problem. To date, 108 items of the same lot have been sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 2105863 batch review performed on 24 january 2022. Lot 2105863: 78 items manufactured and released on 25-aug-2021. Expiration date: 2026-07-27. No anomalies found related to the problem. To date, 45 items of the same lot have been sold without any similar reported event.

Event description:
At 13 days after the primary, revision surgery was performed following shoulder dislocation and the cause was a lack of deltoid muscle tension. The surgeon revised the liner and glenosphere.